Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. One swan ganz catheter was received by our product evaluation laboratory for a full evaluation. As received, the balloon was found to be completely detached and not returned. Residual adhesive was observed at bonding sites but residual latex was not observed at bonding sites. All through lumens were patent without any leakage or occlusion. Finally, no other visible damage or abnormality was observed from catheter body. Evaluation results revealed that reported issue was confirmed. Further investigation will be completed by the engineers on the manufacturing site. A supplemental report will be forthcoming with the evaluation results.

Event description:
As reported, during testing, the balloon of this swan ganz catheter burst. There was no allegation of patient injury. The device was not available for evaluation. Later on, the device was received for evaluation. As per product evaluation, it was found the balloon was detached. Patient demographics unable to be obtained.